Manufacturer narrative:
(B)(6). Product manufacture date: (B)(6) 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this device was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon noted a broken plate and non-union and revised the patient on (B)(6) 2015; five 3.5mm 14mm in length and one 3.5 cortex self-tapping 16 mm in length were also removed. The patient was initially implanted for a left fibula fracture on (B)(6) 2015. The patient was revised to other hardware. There was no delay in surgery and the surgery was completed successfully; the patient status/outcome was reported as well. This is report 1 of 1 for (B)(4).